Event description:
It was reported that the lead was explanted and replaced due to diminishing r-wave sensing and capture anomaly. Patient was fine post-procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.